Event description:
It was reported the graft instrument didn't mesh halfway through. The timing of event was during surgery. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: - review of the most recent repair record identified no repairs related to the reported event. The reported meshing issue could not be replicated; no problem found. -no problem found. A definitive root cause cannot be determined. -the event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.